Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, e1.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and very painful. Healthcare professional later reported granuloma. The device has been explanted and replaced by another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and granuloma. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV and very painful. Healthcare professional later reported granuloma. This record is for left side. The device was explanted and replaced by another manufacturer's device.